Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient inadvertently stepped into a hole and fell recently. As a result, he experienced intermittent stimulation. Diagnostic testing revealed high impedance readings on multiple lead contacts. X-rays are to be taken and the patient may undergo surgical intervention at a later date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.